Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 25x5/8 rb experienced foreign matter along the fluid path. The following information was provided by the initial reporter: writer observed black flecks in the hub of the needle while opening a combo pack in preparation for vaccine injection. The combo pack had been freshly opened (previously sealed), and the needle piece had not been removed prior to noticing the black flecks, so they would have had to have been included prior to packaging.

Manufacturer narrative:
H.6. Investigation: four photos were received and evaluated. Each photo showed a safetyglide needle with a visible black "fleck" of foreign matter inside the needle hub. The foreign matter was observed non-conforming per product specification. One sample received. Sample sent for fourier transform infrared spectroscopy (ftir) analysis. The foreign matter was determined to be polyetherimide via fourier transform infrared spectroscopy (ftir) analysis. Current production was evaluated to determine if there were any locations where this material could have come in contact with the product during packaging, with no relevant contact points or similar material found on the machine. Potential root cause of the polyetherimide could not be confirmed to have originated at the packaging plant (bd canaan) and manufacturing plant (bd columbus). A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 25x5/8 rb experienced foreign matter along the fluid path. The following information was provided by the initial reporter: writer observed black flecks in the hub of the needle while opening a combo pack in preparation for vaccine injection. The combo pack had been freshly opened (previously sealed), and the needle piece had not been removed prior to noticing the black flecks, so they would have had to have been included prior to packaging.